Event description:
Customer called on (B)(4) 2012, to report encountering recurrent probe obstruction errors from the cap piercer wash station of the unicel dxc 600 synchron system, which resulted in fluid pooling on the caps. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The issue was initially discovered when the field service engineer (fse) inspected the instrument on (B)(4) 2012. An additional medical device report was filed based on that event. The fse returned on (B)(4) 2012 to inspect the issue. The originally replaced syringe assembly and t-valve were replaced with new parts. Furthermore, the fse found that a broken blade was lodged in the shuttle and seal of the instrument. The fse then replaced the shuttle and seal, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved when the fse replaced the shuttle and seal of the instrument. Customer has not called back to report any further issues relating to this event. Please note that an additional medical device report was submitted based on the same event as MDR #2050012-2012-00565, (B)(4).